Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited increased capture thresholds. The patient was brought into clinic to test the lead and it was observed that the thresholds had raised further. The patient was asymptomatic. On april 20, 2018, the patient presented for a lead revision procedure. During the procedure, the lead helix was retracted but could not redeployed due to tissue growth in the helix. The lead was removed and replaced without complication.